Event description:
It was reported that during implant, the right ventricular lead perforated the heart tissue through the myocardium. The lead was repositioned appropriately. The patient had tampanade and a pericardial window was performed to correct this issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.